Event description:
The customer reported that he obtained blood glucose readings of 279 and 273 mg/dl at 8:37 p.m. And 8:40 p.m. Respectively on a contour next one meter. At 8:45 p.m., upon repeat testing with a different meter, he obtained a reading of 119 mg/dl. The differences between the readings falls in "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.